Event description:
I used poligrip from approx (B) (6) 2002 until (B) (6) 2010. While I was using poligrip, I began experiencing numbness and tingling in my extremities. I was diagnosed with neuropathy. I was having sever kidney infections, and became diabetic. I had blood test taken about 2 weeks after I stopped using poligrip, my zinc and copper levels had gone back to almost normal. Dose: applied to dentures. Frequency: 2-3 times a day. Route: oral. Dates of use: (B) (6) 2002 - (B) (6) 2010. Diagnosis or reason for use: denture cream. Event abated after use stopped: yes. Vioxx tab; 25 mg taken once daily; used for 4 years; (B) (6) 2000-(B) (6) 2004.